Manufacturer narrative:
Medical device expiration date: unknown. Device manufacture date: unknown. Unknown manufacturer: there are multiple bd locations where this unspecified bd device may have been manufactured. A catalog and lot number could not be confirmed for this incident and without this information we are unable to determine where the device was manufactured. (B)(4). Investigation summary: material #: unknown, lot/batch #: unknown. Bd had not received samples or photos for evaluation. Additionally, bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint is unable to be confirmed. If additional information is made available, this complaint will be reopened to assess the level of investigation needed. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported by bd employee that when using the unspecified bd vacutainer sst customer experienced the cap pop off while drawing blood, which resulted in blood spilling to hcp. The following information was provided by the initial reporter. The customer stated: it was reported by a bd employee that the cap pops off while drawing blood into a vacutainer tube. Also some don't draw the amount of blood in tube that's required. Delayed complaint entry rationale: issue was reported to bd employee by a friend. Bd employee filled out online product complaint form but reports issues sending it up.